Event description:
It was reported that the device had a torn and bubbled downstream occlusion (dso) seal, and debris beneath the lens. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H2) device evaluation: d3: manufacturing plant address, city, and zip code updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a degraded downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.